Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported cuff miss. Per case details ¿reportedly, a cuff miss [device needles not engaging with the cuffs] occurred. The suture did not deploy, possibly due to the plunger wasn't pushed completely (pushed twice to eliminate gaps).¿ it should be noted that the electronic perclose prostyle instructions for use (eifu), states: ¿note: do not use excessive force or repeatedly push the plunger or depress the plunger repeatedly as this may prevent the needles from engaging the cuffs.¿ it is unknown if the IFU violation contributed to the reported difficulties; therefore, a notification letter is not required. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous coronary interventional (rotational atherectomy) procedure using an 8f sheath. Reportedly, a cuff miss [device needles not engaging with the cuffs] occurred. The suture did not deploy, possibly due to the plunger not being pushed completely (pushed twice to eliminate gaps). A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- failure to follow steps / instructions.